Event description:
The physician reports noticing damage to the optic of the crystalens once the lens was implanted using forceps. Intervention was performed intraoperatively to remove the damaged iol and suture the wound. A second crystalens was implanted successfully.